Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a trochanteric fixation nail antirotation (tfna) procedure on (B)(6) 2020, the tfna instruments could not be disassembled. The sleeve was locked into the aiming arm and the clip which would usually be pushed to release the mechanism would not move, meaning that the drill sleeve and buttress nut were stuck to the aiming arm and clip, the procedure was completed successfully with no surgical delay. Patient outcome was listed as good. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.017, lot l166732: manufacturing site: bettlach. Release to warehouse date: october 19, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the received guide sleeve is in a good condition with just some slight visible wear marks. The received devices were assembled and disassembled during the investigation without any issues. The complained malfunction could not be replicated, it was possible to release the compression not with the locking insert in all possible positions of the sleeve as required. Also, the compression nut was movable when assembled as required and the click system did work as required. The complaint condition that the assembly was stiff and would not unclip cannot be replicated; the received devices can be assembled and disassembled without any issues. Therefore, this complaint rated as unconfirmed. Based on the provided information it is likely that the in the description mentioned little bit of glove between the assembly and the aiming arm hole cause the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.